Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the first 13mm insert used in this revision, was removed and replaced, due to having to get soft tissue out of the way in order to seat the insert correctly. Original insert and patella will be returned along with the 13mm insert implanted and explanted during this surgery."